Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that geo restarting when the sid is at the minimum. Upon some functional test fse confirmed that mechanical motorized system for the up/down of the brillancy intensifier was defective. Fse replaced the spare part. After replacing the part, the system was returned to use in good working order.

Event description:
It was reported to philips that the device¿s geometry was restarting when the source image distance (sid) is at its minimum. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.